Event description:
This event was reported to sunrise customer service via phone call from the facility in 2006. Sunrise medical subsequently provided MDR #1034630-2006-0025 to us agent for zhongshan a&e machinery industry co., ltd., about 2 weeks later. Reporter at the facility reported that the customer put his hands on the walker to walk and the center of the 5" wheel snapped off. No injury occurred. The unit has not been rec'd for evaluation by sunrise medical.